Event description:
Patient had acl reconstruction. Patient was told to follow a protocol of 30 minutes using a cpm machine, 2 hours using the game ready concurrent with a cpm machine ( temp approximately 50 degrees f) followed by 30 minutes of just game ready treatment at approximately 40 degrees f. Patient was told to repeat this cycle 4 times per day for seven days post-operatively. On day four the patient presented with extreme lower extremity edema and underwent an emergency anterior and lateral lower extremity compartment release on day five.